Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information reported information that the pump had flipped ¿last week¿. The patient had ¿4 or 5 of these things but they always come loose and have to re-attach¿. It was indicated that ¿had to be done 4 times, kept flipping¿. The patient had four surgeries due to the pump flipping. The patient had a ¿terrible time¿ with each revision the patient must "start over" with the pump settings. The patient had previously been on the perfect setting. The hcp won't give oral medication because of the pump and patient fears that the hcp will explant the pump. The patient "had a couple strokes and can't always remember stuff." The medication was at "2 point or point 2 something like that." The patient had been at ¿3 something¿ and had no pain. The patient was ¿waiting for the last one to be o.k.¿ the patient did not have any appointments scheduled at the time of the report.

Event description:
Additional information was received from a consumer on 2017-feb-15. The patient stated that they¿ve got a problem with the pump. They had it put in several times because it¿s flipping ¿doing all kind of stuff, this that and yonder¿. The healthcare provider (hcp) wouldn¿t go up and wouldn¿t give break through medication. The patient was in pain. They couldn¿t do anything, they were tired of being in bed and wanted to live a life. They patient they were not doing that. The patient had got her print out and wanted to know if it could go higher. The patient asked how much the pump holds and it was reviewed it held 20 ml. The patient asked if there was other medication to help. The patient was going to see a new hcp soon. The patient stated that it had been over a year with the problems with the pump flipping and doing all kinds of stuff. The patient stated that dilaudid was in the pump.

Manufacturer narrative:
(B)(4)

Event description:
It was later reported the pump flipped again a month prior to report, (B)(6) 2015. The patient wanted the pump moved to another location. It was noted that the pump had flipped five times in the past. The patient had to continually pay for surgeries. The patient did not know the dates of the prior five times the pump flips or what drug was in the pump at the time. The pump was used to infuse dilaudid, however at the time of report the pump was used to infuse morphine. Refer to manufacturer report # 3004209178-2012-10567 for previously reported flipped pump involving pump serial number (B)(4).

Event description:
It was reported that the patient had a return of symptoms. The patient¿s baseline pain increased and was noted as a gradual onset. The pump was slipping around. The patient could feel it because it was turned around and there was a big lump on top. It was stated that the pump keeps flipping and tearing loose. Where the patient sat in the bathroom, it made it ¿pooch out¿ and when the patient sits down, it sticks out like a maniac. The health care provider (hcp) didn¿t think the pump was actually getting in there because the patient was in so much pain. It was also reported that they have to put little droplets of drug in every time and it was taking forever for the patient to get anywhere. The patient thought that the pump was low and that it was right at the waist. Then because the patient was not getting enough activity they gained 50lbs. The patient¿s pump was going to be replaced on the monday following the report. It was noted that the patient has had several strokes and an aneurysm. It was stated that the patient couldn¿t do anything around the house. The patient was working around and it flipped. It was believed that a urinalysis would be able to tell if the medication was getting into the spine. The patient was in a lot of pain and could feel the pump twisting. The patient was going to discuss pump placement with the hcps. The pump was infusing dilaudid (hydromorphone). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.